Event description:
Complainant alleged that during biomed testing, the device inappropriately powered on in defib mode when set to monitor mode. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.